Manufacturer narrative:
Citation: nikolayevska et al. Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses. Clin res cardiol. 2023 apr 5. Doi: 10.1007/s00392-023-02181-9. Earliest date of publication used for date of event and date of death. Medtronic products referenced: corevalve, evolut r. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding a comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses. The study population included 112 patients who were predominantly female with a mean age of 77.7 years.  Of these patients, 64 were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Among all medtronic patients, five in-hospital deaths occurred due to: coronary obstruction, accidental injury of the right coronary artery leading to right heart failure, endocarditis and aortic root abscess leading to multiorgan failure, nosocomial pneumonia, and sepsis of unknown origin.   Among all medtronic patients adverse events included: major vascular complication, valve migration, coronary obstruction, and arrhythmia requiring permanent pacemaker implant.  No additional adverse patient effects were noted.